Manufacturer narrative:
Reliability analysis inspected 5 opened/used reservoirs performed pre-fill reservoirs tests. Reservoirs/transfer guards passed per inspection found no occluded anomaly during filling. Reservoirs connect/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have issues with the reservoir. Customer's blood glucose was 418 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.